Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the ventricular input of the epg (external pulse generator) was broken. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the ventricular output connector was broken, as a result the connector was replaced. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, two side bail covers were missing, the ring cover was missing, the lead flex cover was contaminated, two case screws were missing, the ring cover screw was missing, the battery contacts were compressed, the battery drawer was broken, the keyboard pad was cosmetically damaged (delaminated), and the encoder flex was out of specification (torn flex).